Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. The device was received without the a-tip, v-tip, and v-ring seal plugs, and the minute ventilation terminal was not attached to the header. Visual inspection noted all capture washers were bent upward. Microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The pacemaker passed testing that verifies the performance of pacing and sensing.

Event description:
Boston scientific received information that during a routine device replacement, the right atrial (ra) and right ventricular (rv) leads were not able to be removed from the pacemaker header. The leads were manipulated and the device header was flushed with saline; the ra lead was then successfully removed. The rv lead remained stuck, and an injection needle was used to make a hole in the device header. The rv lead terminal pin was pushed out through the hole and the lead was successfully removed. The chronic leads were tested, with good measurements observed and with no anomalies found on the leads. A new device was connected to the chronic leads and the procedure was completed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--